Event description:
Info received indicates the brake caster is not working. The caster can move side to side when the brake is engaged.

Manufacturer narrative:
The tech replaced the brake caster to repair the bed.